Event description:
It was reported, the camera head image did not appear, and the camera control box did not recognize the camera head. The issue occurred during preparation for use, and the intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue the device was returned to olympus for evaluation and the reported issue was confirmed. In addition, evaluation found an error e224 due to a bad connector. Based on investigation findings, the reported failure was traced to component failure. However, a definitive root cause of the phenomenon cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head image did not appear, and the camera control box did not recognize the camera head. The issue occurred during preparation for use, and the intended procedure was completed with a similar device. There were no reports of patient harm.